Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that prior to a stereotactic guided breast biopsy procedure, the device allegedly received in unexpected configuration. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor probe has returned for evaluation. On the visual evaluation of the device, it appeared clean, and aperture was opened 100%. Additional syringe adapter and saline cap has returned. The proximal retaining cap was glued to the probe. No other specific anomalies noted. No damage noted at the proximal retaining cap observing under the microscope. On the functional evaluation of the device the probe attached and calibrated with in-house diver without any issue. Additionally, the probe calibrated twice without any issue. Then the probe the attached with two in-house driver housings that have tighter tolerances and fit without issues. Therefore the reported misassembled during manufacturing /shipping has confirmed as the device returned with the aperture opened fully. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021),g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stereotactic guided breast biopsy procedure, the device allegedly received in unexpected configuration. The procedure was completed using another device. There was no patient contact.